Event description:
Pt went to the operating room and had a closed reduction, internal fixation (open treatment) left supracondylar distal femur fracture with synthes supracondylar rival angle plate and screws. A synthes 2.0mm stainless steel guidewire tip broke off and is maintained within cortices of left femur. Tip unable to be retrieved from the cortices of the left femur.